Event description:
It was reported that the patient experienced a loss of therapeutic effect in the right leg. The patient had reached the maximum settings. It was later reported that impedance readings were greater than 4,000 ohms on all of the bipolar pairs. The patient had stimulation on the left side but not on the right side. The impedance readings on the right side, with electrodes 4-7 were: 4/5 = 1395; 4/6 = 1395; 4/7 = 4000; 5/6 = 1395; 5/7 = 4000; 6/7 = 4000. The patient also experienced a shocking or jolting sensation when the settings were increased during reprogramming. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).